Event description:
A surgeon reported that during surgery, they changed the program in order to use the program of another surgeon, but the transition did not occur; a program with "prephaco" and which was not the desired program was fetched, and it was impossible to change this one. The cataract procedure was completed with an increased delay (unk duration) using the default parameters. No pt info was provided. Pt impact was reported as unk. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and did a comparison of the programs of the different doctors with the system. The parameters were identical at every point. No problem was found. The system was then tested and met product specifications. There were no samples returned for the system and no add'l info provided related to the reported event. For this reason, steps could not be taken to replicate or confirm this event. The root cause is unk. (B)(4).